Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported an alert for explant reached. Device interrogation performed. Device data shows < 3 months to explant. No longer at explant. Discussed how device likely close to explant and triggered it and then went back above explant point. No programming changes. Additional information was received. This device was explanted due to normal battery depletion. No adverse patient effects were reported.